Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer were experiencing low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated insulin pump was turned off. Confirmed hospital stay was not related to diabetes. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.